Event description:
It was reported that during clinical use as part of a massive transfusion protocol (mtp), the device began emitting smoke. The device was immediately removed from service.

Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not yet been returned to belmont medical technologies for evaluation. It was reported that during clinical use as part of a massive transfusion protocol (mtp), the device began emitting smoke. The device was immediately removed from service. Subsequently, belmont was informed that the patient expired, however, it was confirmed that the device was not a contributing factor as they were able to resume the mtp after switching to new device with no further incidents. As per belmont's procedure, a report is being submitted. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of power cord not plugged in ac power, the rapid infuser displays the following alarm message: "battery no heating." To indicate the system is now in battery mode and heating is suspended. The maximum flow rate is 50ml/min, and heating is suspended. The operator's manual also provides possible conditions and additional recommended operator actions: "plug into ac receptacle; check power cord connection. Keep the system plugged in to charge the battery". The operator's manual also has caution: "battery operation should be used only briefly or at very low flow rates because there is no heating". During a site visit on (B)(6) 2026, additional information was obtained indicating that the device was initially used in labor and delivery for approximately 40 minutes without issue. The same disposable set was then used to transport the patient to the ICU, where infusion resumed for an additional 40 minutes. During use in the ICU, staff reported detecting a burning odor and observing smoke, along with blood leaking from the bottom of the device. The infusion was immediately discontinued, and an alternative device was used to continue. The clinical team reported that only compatible fluids were administered through the device. The device has not yet been returned to belmont for investigation. Without the results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.